Event description:
An issue was reported involving a pump that had no display, and the touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer has arranged to return the device and is expected to receive a replacement pump. No additional information was received regarding the outcome of the event.